Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his charger/modem. The pt's download revealed numerous 0f80 battery charger faults. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. The cause of the battery charger faults is contamination on the battery board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/ modem. The pt received a replacement charger/modem.